Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles on the shell, crease flat, one opening linear on the posterior, and brown particles in the shell. Leak test and microscopic analysis was performed which identified: one opening sharp on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth implants due to the patient's concern with the product. Device remains implanted.